Manufacturer narrative:
H10: the devices for the four malfunctions have not been returned to bd for evaluation; however medical records have been received and reviewed. Of the four malfunctions, two of the investigations were confirmed for filter tilt and penetration of the ivc wall. Two investigations were confirmed for perforation of the ivc; however, the investigation is inconclusive for filter tilt. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 (PMA/510k). H11: b5 (event), d4 (lot#), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model: rf320j vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The three patients ranged from 48-60 years old and the fourth patients age was not provided. One patient¿s weight was reported as 156 kgs. Of the reported patients, one was male, two were female, and one was not reported.

Manufacturer narrative:
The devices for the four malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The four patients ranged from 48-60 years of age. One patient¿s weight was reported as (B)(6). Of the reported patients, one was male, two were female, and one was not reported.